Event description:
It was reported that air bubbles were observed within the cartridge. The customer¿s blood glucose (bg) level was "high" although specific value was not provided. Reportedly, the customer performed a supply change to address the issue and elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.